Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported that customer brought to hospital on (B)(6) 2021 as they were experiencing high blood glucose level 415 mg/dl and other blood glucose level 597 mg/dl on (B)(6) 2021. High blood glucose level was treated by intravenous drip. Insulin pump passed self test and displacement test. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.